Event description:
Nellcor puritan bennett rec'd a call from hosp on 11/16/1998. User called to report the following problem. Unit stopped cycling with all light emitting diodes on and intermittent audible alarm.